Manufacturer narrative:
Device passed displacement test. Device was received with broken off the belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The reservoir is able to locked into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was not able to locked in place. The customer's blood glucose was unknown at the time of incident. The customer reports that belt clip was broken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.